Manufacturer narrative:
Examination of the returned device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The femoral impactor has a crack in it. On (B)(6) 2017 - upon examination of the returned device, the impactor was found to be broken with a piece missing instead of just cracked as reported. Please re-assess the MDR decision and codes accordingly.